Event description:
It was reported that pre op to an unknown procedure the jaws would not release or move properly. A new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # 469a30. Additional information was requested, and the following was obtained: "yes. The device was locked on tissue. The reverse knife blade button was used but did not work. They then pulled the battery out and put it back in. That did not work either. So they eventually used the manual over ride and cranked the knife blade back and opened the device." Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.